Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches, sinus pressure. She is having to spit a lot. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches, sinus pressure. She is having to spit a lot. There was no report of serious patient harm or injury. The reported event and its severity were reviewed by the manufacturer's clinical expert. The reported events are assessed as non-serious injuries. Therefore, the device did not cause or contribute to a serious injury or death. After the second attempt to have the device and components returned for evaluation, customer didn't provide any responses and hung up the call. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.